Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated devices were manufactured and accepted into final stock on with no reported discrepancies. -complaint history review: chr confirmed that there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Per sales rep, the doctor said the patient was having pain. He had a bone scan done. The scan was lighting up showing signs for possible loosening of both femoral and tibial components. He did a revision total knee this morning.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Per sales rep, the doctor said the patient was having pain. He had a bone scan done. The scan was lighting up showing signs for possible loosening of both femoral and tibial components. He did a revision total knee this morning.